Event description:
The account alleged the bed is drifting into trendelenburg overnight. No injury reported.

Manufacturer narrative:
The account replaced the head hi/low down valve to resolve the issue.